Event description:
Litigation papers allege discomfort and pain in patients hip. It is further alleged it became increasingly painful for her to move, bear weight and walk, to move her legs, and to rise from a seated position.(B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain. There is no new information that would change the investigation.

Event description:
Litigation papers allege discomfort and pain in patients hip. It is further alleged it became increasingly painful for him to move, bear weight and walk, to move his legs, and to rise from a seated position.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.